Manufacturer narrative:
The following other device was also listed in this report: 10 x 100mm press fit stem; cat# unknown; lot# unknown, 10mm distal augments; cat# unknown; lot# unknown, 5mm posteromedial augments; cat# unknown; lot# unknown, 3 x 10 ts insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6). Revised patient "c." Femoral components due to thigh pain. Tibial component remained implanted except for the 3 x 16 ts insert.

Manufacturer narrative:
An event regarding pain and revision involving an unknown triathlon stabilizer was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical history and no x-rays are available for review. There is no (B)(6) 2016 revision operative report or examination of explanted components available. There is no confirmation of the description of ¿loose femoral component¿ as source of thigh pain, which could be secondary to bone remodeling of the femur in this small female with hybrid fixation of a long femoral stem. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this third revision five years after the previous surgery on this difficulty clinical situation." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant indicated: "no clinical or past medical history and no x-rays are available for review. There is no (B)(6) 2016 revision operative report or examination of explanted components available. There is no confirmation of the description of ¿loose femoral component¿ as source of thigh pain, which could be secondary to bone remodeling of the femur in this small female with hybrid fixation of a long femoral stem. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this third revision five years after the previous surgery on this difficulty clinical situation." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. (B)(6) revised patient "c." Femoral components due to thigh pain. Tibial component remained implanted except for the 3 x 16 ts insert.